Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited automatic mode switch episodes. Upon investigation during follow-up in clinic on (B)(6) 2019, the right atrial lead exhibited lead noise and low lead impedance. Isometric and pocket manipulation were negative in reproducing the lead noise. Atrial and threshold sensing were stable since (B)(6) 2018. No intervention was performed. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1.

Event description:
New information received noted that the right atrial lead was explanted and replaced on (B)(6)2020. The patient was stable.

Event description:
New information received noted the patient presented in clinic on 9/26/2019 for routine device check. Upon examination, the right atrial lead exhibited lead noise, resulting in multiple automatic mode switch episodes, the noise was reproducible with isometric exercises. No changes were made. The patient was asymptomatic and would be monitored.